Event description:
It was reported that during implant, the device stopped pacing when it was placed under skin of the patient. The physician suspected a setscrew problem and when the setscrew was unscrewed to correct the lead, the setscrew left the screwdriver. The setscrew could not be screwed back into the device, so the device was removed and a different device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the device was returned, analyzed and no anomalies were found. It was noted that the set screw was missing.